Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The instruction manual states performing an inspection of the entire insertion section including the bending section and the distal end, so the user can properly detect the reported event. In addition, the instruction manual states the forceps elevator reprocessing method, allowing the user to reduce / prevent the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by improper reprocessing by the user facility. -according to the device inspection result, foreign material under the forceps elevator, stickiness of the insertion tube, dirt on the air/water cylinder, dirt on the universal cord, and dirt on the distal end cap were confirmed, as traces of improper reprocessing. -the instruction manual states the brushing method of the forceps elevator. -according to the past similar cases, it was surmised that the cause was improper reprocessing by the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the ccd lens was lightly scratched. The suction cylinder was scraped due to the cleaning brush. Dirt that was difficult to remove was attached to the air/water cylinder. Due to the elongation of the angle wire, the angulation was insufficient and there was play in the angulation control knob. There was a pinhole in the bending section rubber. The insertion tube was deformed and deteriorated. The universal cord was dirty due to insufficient cleaning. Dirt adhered to the distal end and the color was discolored, due to insufficient cleaning. Physical stress damaged the universal cord, endoscope connector, and remote switch. There was a leakage from the bending section due to breakage. The reported event may have been caused by insufficient cleaning. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus medical systems (B)(4) private limited (B)(4) due to a leakage from the bending section rubber. (B)(4) inspected the device and found that foreign material had adhered to the area around the forceps elevator and the inside of the distal end cap. There was no report of patient injury associated with the event.